Event description:
A hospital in another country, reported to our distributor that the rt227 infant breathing circuit inspiratory tube heater wire pin was bent. No patient consequence was reported.

Manufacturer narrative:
This report was prepared by rep. This malfunction was reported to fisher & paykel healthcare by a distributor in another country. The product is not sold in the USA but it is similar to a product which is sold in the USA. The device was visually inspected. The heater wire pin was bent, preventing connection of the heater wire adapter on the inspiratory limb. Conclusions: the device was out of specification. This may have happened during the manufacturing process and not been identified during the manual resistance testing process. There were changes made to the infant circuit line in 2007 that saw the resistance test change from being a manual procedure to being automated. This new automated procedure does not allow bent pins to pass the continuity test. We are aware of other similar complaints. The occurrence rate is approx 0.002% worldwide for the last year. We will continue to monitor all complaints for similar faults. No further investigation will be conducted on this complaint.